Event description:
It was reported that, during a meniscus repair procedure, the ultra fast-fix t2 anchor could not be secured. There was a backup device available. No significant delay or patient injury was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: one ultra-fast-fix curved device used for treatment and returned for evaluation. This product has no automatic mechanism or mechanical deployment. This style is controlled by the user to manually advance, position and deliberately strip the anchors off the needle. Proximity of anchor placement to each other may inadvertently cause suture to pull the t2 before intended release. The outer protective blue split cannula was returned attached to the device. One single loose anchor was returned. No suture was returned. The needle had a slight twist toward the left at the distal tip. The depth limiter was attached and was trimmed even with the inner blue-green sheath. Per instructions for use: ¿a snap or click will be heard when the trigger is fully advanced, ensuring that the implant is fully seated at the end of the needle. Do not bend delivery needle. It is normal to encounter resistance prior to achieving the ready position. Do not use sharp instruments to manage or control the suture.¿ no root cause related to the manufacture of the device was confirmed. Complaint history review indicated similar allegations for the lot number reported. Device history review/batch/lot review did not indicate a condition or product/procedure failure that supported the allegation. Product met specifications upon release to distribution.